Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found two bent tip clamps in the reported problem area of the pipette assembly. Both of the tip clamps were replaced and all the tip clamps, plunger clamps, and sleeves were cleaned. The instrument was inspected, tested without further problem, and returned to service.